Manufacturer narrative:
Section d10 - concomitant product added: cc cuv dry tip, 09d51-02, unknown. The field service representative (fsr) inspected the instrument, manually clean the cuvettes, replaced the bellows and poppets & replaced cuvette dry tip, list number 09d51-02, and the replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for c401986 revealed no additional service tickets associated with discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 & cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6), or the cuvette dry tip was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 on a patient. The following data was provided for sid (B)(6). Initial result: > 9.5mg/dl, repeat result: 1.89 & 1.94 mg/dl. Customer¿s reference range 1.8-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 on a patient. The following data was provided for sid (B)(6). Initial result: > 9.5mg/dl, repeat result: 1.89 & 1.94 mg/dl. Customer¿s reference range 1.8-2.6 mg/dl no impact to patient management was reported.